Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-15432. It was reported that the patient presented for in clinic follow up. Device interrogation revealed high pacing impedance and failure to sense on the right atrial (ra) lead. Failure to sense was also noted on the right ventricular (rv) lead. A chest x-ray was performed, and dislodgement due to twiddlers syndrome was noted on the ra and rv leads. The physician elected to explant and replace the ra and rv leads. There were no patient consequences.